Event description:
Further information from the physician reveals that the patient did not actually have an increase in seizures. Per physician, it is unknown if the pain is related to vns. The device has been off for one year and the pain began two months ago. The reported vomiting and dizziness is believed to be related to the vns, but is not clearly associated with stimulation. The patient has no history of vomiting pre-vns. Per physician, when the device was turned on the patient had the dizziness and vomiting, so the device was turned off and the events resolved. It was then turned on again and the symptoms recurred, so it was turned off and they resolved again. No x-rays of the patient's device were taken. No recent device diagnostics were given.

Event description:
It was reported that the patient began experiencing pain in the vicinity of his vns a few months ago. He felt that it was pulling on his veins and wanted the device out. Per the patient's mother, the device was turned off approximately 3 months after implant as the patient was experiencing vomiting, dizziness and an increase in seizures. The patient has been referred for explant, but it has not occurred to date. Attempts for further information have been unsuccessful to date.